Event description:
New information received notes that programming changes were made.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the that the left ventricular (lv) lead impedance exhibited high pacing impedance and failure to capture. An x-ray revealed that the lv lead had dislodged and wrapped around the patient's device. No intervention was performed. The patient was in stable condition.